Event description:
Event description boston scientific received information that after moving this patient up in bed by pulling on the arms, this implantable transvenous defibrillation lead showed no sensing and no capture. ,